Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150, 20.5 diopter power intraocular lens (iol) was removed due to unexpected post-op refraction. Iol was replaced with zxt150 22.0 diopter, sn: (B)(4). It was stated that there was no incision enlargement. The patient has recovered well post-op. The suspect product will not be returned. Despite follow-up, no other information was provided.